Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove; however, difficulty to remove the device post deployment can be affected by numerous factors including, but not limited to, inadequate balloon refold, interaction with the deployed stent, patient anatomical morphology, and/or interaction with other devices. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the xience skypoint stent delivery system was advanced to the target lesion and the stent was deployed at 12 atmospheres. After stent deployment, there was difficulty removing the balloon from the stent implant. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.